Event description:
It was reported when a patient presented in-clinic for routine follow-up. Upon interrogation, an error log was noted on the device. The error was reproducible with a different programmer. The device was restored to normal function and it was not upgraded with new cybersecurity. The patient was stable and will continue to be monitored.